Event description:
A company representative reported that the vitrectomy probe did not work when plugged into the machine. The probe was plugged into the machine, and primed, but the system displayed a system message that the function was not available. The staff attempted to restart the system, and replaced the vitrectomy probe, but it still would not work. They attempted to do the vitrectomy on their alternate system, but they had no fms cassettes. The surgeon decided to cancel the surgery, and reschedule for another day. The timing of the event and patient involvement is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The root cause cannot be determined conclusively. (B)(4).